Event description:
Hospital personnel reported to medtronic ers, during an ep lab procedure an attempt was made to deliver a shock to a patient in v-fib. Reportedly, the device charged up but disarmed when the shock key was pressed; this happened twice. The staff charged the device again and were able to deliver a successful shock to the patient. The reporter stated there was no message on the device display and the device was attached to ac power. The device was in paddles lead and the patient's waveform was displayed on the screen, the device was set for 100-joules. The reporter stated the patient was resuscitated.